Event description:
Dialysis treatment was initiated with problems. Pt reported no complaints, bp 170/90, t953p84. Approx 1 hour into dialysis, infed 25 mg IV test dose was given. Within 1 minute pt reported abdominal pain, "feeling funny", then lost consciousness. Pt was placed on the floor, treatment was terminated, pt was ventilated via ambu bag. Monitor showed v-tech benadryl mg, epinephrine 0.5cc IV solu medial 125 mg IV pheneryan 12.5 mg IV. Pt responded and was transferred to hosp and admitted to ccu for further evaluation.